Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pain'), uterine haemorrhage ('abnormal uterine bleeding') and menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 958713) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concurrent conditions included menometrorrhagia, metrorrhagia, menses irregular, epigastric pain, hypothyroidism, acute pancreatitis and ovarian cyst. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and menopause ("hormonal changes describe: pre menopausal"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain/ lower back pain"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), fatigue ("fatigue"), urinary tract disorder ("urinary problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, dysmenorrhoea, back pain, bladder disorder, cystitis, fatigue, menopause, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, menopause, menorrhagia, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: plaintiff fact sheet and medical records were received. Events per pfs: urinary problems and abdominal pain. Lot number, medical history were added. Event hormonal changes updated to pre menopausal. Event general bleeding updated to abnormal uterine bleeding. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pain'), uterine haemorrhage ('abnormal uterine bleeding') and menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 958713) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concurrent conditions included menometrorrhagia, metrorrhagia, menses irregular, epigastric pain, hypothyroidism, acute pancreatitis and ovarian cyst. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and menopausal symptoms ("hormonal changes describe: pre menopausal"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain/ lower back pain"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), fatigue ("fatigue"), urinary tract disorder ("urinary problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, dysmenorrhoea, back pain, bladder disorder, cystitis, fatigue, menopausal symptoms, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, menopausal symptoms, menorrhagia, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding. Lot number: 958713, manufacturing date: 2012/03, expiration date: 2015/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pain'), uterine haemorrhage ('abnormal uterine bleeding') and menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 958713) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concurrent conditions included menometrorrhagia, metrorrhagia, menses irregular, epigastric pain, hypothyroidism, acute pancreatitis and ovarian cyst. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and menopausal symptoms ("hormonal changes describe: pre menopausal"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain/ lower back pain"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), fatigue ("fatigue"), urinary tract disorder ("urinary problems"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total vaginal hysterectomy and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, dysmenorrhoea, back pain, bladder disorder, cystitis, fatigue, menopausal symptoms, urinary tract disorder, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, menopausal symptoms, menorrhagia, pelvic pain, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding lot number: 958713 manufacturing date: 2012/03 expiration date: 2015/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received : event "abnormal bleeding (vaginal) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('general bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), bladder disorder ("bladder problems"), cystitis ("bladder infection") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, back pain, bladder disorder, cystitis, fatigue and hormone level abnormal outcome was unknown. The reporter considered back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added : chronic pain, dysmenorrhea, back pain , menorrhagia, general bleeding, bladder problems, bladder infection, fatigue, hormonal changes. Reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.